Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that interrogation showed the right ventricular (rv) lead appeared to exhibit intermittent undersensing, however it was noted that this did not appear to affect detections or therapies. The lead remains in use. No patient complications have been reported as a result of this event.